Event description:
It was reported that the pump displayed a downstream occlusion alarm, indicating an occlusion between the pump and the patient. The issue was resolved by replacing the pump. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.